Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead and extension were explanted and replaced. Therapy was restored. Date of explant is unknown.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information.